Event description:
Healthcare professional additionally reported patient has "developed firmness on the right side".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified deformation, creases fold, wear abrasion and the weight the device within specification. Bubbles and cloudiness in the gel were observed after autoclave cycle. The unit was found to not be ruptured. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: b.5, d.10., h.3, h.6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "breastfeeding difficulties and excess pain." Healthcare professional reported right side "rupture and bottoming out". Device has been explanted.